Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the monitor board was returned. The customer's report was duplicated and atrributed to a faulty diode on the monitor board. The monitor board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.